Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose, he adjusted the settings on his own and now his blood glucose is more stable. The customer's blood glucose was 550mg/dl.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.